Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿extreme swelling¿ 3-4 days after an injection and ¿infection¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 4. Warnings ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. 5. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment (n = 265). Possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration and itching. C. Other safety data postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported the event of a patient was injected with juvéderm voluma® xc in the cheek, juvéderm vollure¿ xc in the nasolabial folds, and juvéderm volbella® xc in the perioral area, and 3-4 days post injected patient experienced extreme swelling. Patient was advised to ice and if that did not help go to their regular doctor. Patient was treated by their regular doctor for infection with antibiotic 2 days after the onset of events. Patients symptoms subsided for 2 days but came back. Patient has been admitted to hospital and undergoing MRI, bloodwork and IV therapy. A non-healthcare professional added that the patient¿s face " got swollen again so I had to find a facial plastic surgeon (another specialist) they numbed [the patient] and tried to use a syringe to remove the bacteria but the doctor said it's not working and [the patient] has to go under anesthesia so they can do surgery and remove it". No other information was provided. This record represents the juvéderm voluma® xc. This is the same event and the same patient reported under MDR ID's # 3005113652-2018-00591 ((B)(4)) and # 3005113652-2018-00592 ((B)(4)).this is the first MDR submitted for the first suspected product, juvéderm voluma® xc.